Manufacturer narrative:
This event is from the following article: tozzi m, franchin m, ietto g. Initial experience with the gore® acuseal graft for prosthetic vascular access. J vasc access. 2014;00(00):000-000.

Event description:
The results of a study with the gore acuseal vascular graft were stated in a published article. It was stated that two patients in this study presented with thrombosis in less than 30 days from the implant date. Thrombectomy procedures were performed.

Manufacturer narrative:
This event is from the following abstract: tozzi m, piffaretti g, franchin m, soldini g, cavagna m, carcano g. Initial experience on early cannulation using a new tri-layer graft for vascular access. Surgical and morphological sciences, (B)(4). No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. No further information is available. Without additional information it is impossible to further investigate this event.

Event description:
The early results of a study with the gore® acuseal® vascular graft were given in a recent presentation. It was stated that one patient in this study presented with thrombosis in less than 30 days from the implant date. A thrombectomy procedure was performed.